Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge error messages occurred with multiple cartridges during the loading process. The user's blood glucose level was elevated in the 400's (mg/dl) and was addressed by manual injection. It was confirmed that alternative therapy is available.